Event description:
Pt underwent repeated surgery due to an inguinal edema. During the procedure an alleged defect of the anterior wall of the graft was detected at the center between the exit of the graft to the left femoral artery and the end-to-side anastomosis to the right femoral artery. The false aneurysm was treated by a short expanded poly-tetra-fluoro-ethylene interposition graft.